Event description:
Per journal article: "a case of mesh infection after laparoscopic mesh removal after tapp method". A case report of 65-year-old man who had swelling and pain in the left groin and visited hospital in april 2022. It was found through laparoscopy that patient had left external inguinal hernia, and was implanted with 3dmax light mesh (medium, left) using capsure fixation device during the repair in (B)(6) 2022. There was no postoperative fever or seroma, and the patient was discharged. In august, the patient visited hospital complaining of bulge in left groin which was red and swollen. CT scan revealed fluid accumulation around the mesh. One month later patient was observed with seroma and abscess around the mesh. No bacterial growth was observed in the wound culture. Therefore, the patient underwent laparoscopic repair with explant of mesh. It was concluded in the article that in order to prevent mesh infection, it is important to thoroughly implement ssi countermeasures and to have a policy in place on a daily basis regarding what to do when abscess formation is discovered.

Manufacturer narrative:
Based on the contents of the article, no definitive conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the 3dmax light mesh potentially caused or contributed to any patient outcome or complications. The postoperative complications of seroma and infection are known inherent risks of surgery and listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding infection, the warning section of the instructions-for-use, supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant ((B)(6) 2022), date of event/explant (B)(6) 2022) are considered to be a best estimate note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.